Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention procedure, the stent was unable to cross the lesion. The target lesion was located in the left anterior descending (lad) artery. A 2.50x24mm promus element drug eluting stent was selected to treat the lesion but was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient is stable. However, analysis found that the stent was damaged and the hypotube was broken.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: the catheter was returned in two sections as a result of a hypotube break at 217 mm from the manifold strain relief. The hypotube was kinked just distal and proximal to this break location. This type of damage is consistent with excessive force being applied to the delivery system. The stent was damaged at the proximal side. Struts in the first row were raised and bent outwards distally. Traces of blood were visible in the guidewire lumen indicating the device was used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).